Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (b4) , event 10. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: event 10. The arterial bloodline came apart at the arterial pod. There was no patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4), event 10. All information associated with this event was submitted to the bloodline manufacturer. According to the manufacturer's investigation, three (3) blood tubing sets were returned for evaluation. Two (2) of the returned samples had broken pods where they connect to the arterial pump segment, confirming the complaint. Pictures of these samples were taken and provided to their manufacturing for review. Their manufacturing was unable to determine the cause of this issue based on the available information. A review of the device history records for sl-2000m2095 from lot 10155047 was performed and indicated that there were no quality issues during the manufacturing process of this lot related to the reported issue. If additional pertinent information becomes available a follow-up report will be filed.